Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. This device is not available for return and evaluation because it remains implanted in the patient after a valve-in-valve procedure. Without return of the valve for evaluation, we are unable to confirm the clinical assessment. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, no patient medical history has been made available except for the re-do of tvr and that this mitral valve was implanted in the tricuspid position which may be considered contributing patient factors. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the regurgitation cannot be conclusively determined. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 7300tfx 31 mm valve underwent a valve-in-valve procedure due to tricuspid regurgitation. Implant duration of the pre-existing surgical valve is approximately three (3) years, seven (7) months. The ttvr was performed with a 9600tfx 29 mm. The procedure had an excellent outcome. It was reported that the patient is stable.